Manufacturer narrative:
A2 age at time of event 18 years or older. The promus elite ous mr 24 x 2.75 stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the proximal right coronary artery which was a little tortuous. A 24 x 2.75mm promus elite mr drug eluting stent was advanced for treatment but could not cross the lesion and a dissection occurred. The device was removed and the procedure completed with a different device. There were no further patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the proximal right coronary artery which was a little tortuous. A 24 x 2.75mm promus elite mr drug eluting stent was advanced for treatment but could not cross the lesion and a dissection occurred. The device was removed and the procedure completed with a different device. There were no further patient complications and the patient status was stable.